Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.